Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year after the implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7071440.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices. It was noted that patient felt nauseous and loss of appetite while stimulation was on. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return.